Event description:
The customer contact reported the device delivered more IV fluid than intended. On an unspecified date and time the device was programmed to deliver an unspecified IV fluid, with a volume to be infused (vtbi) of 125ml an a duration of 90 minutes. No further programming parameters were provided. The customer contact reported after 1hr 100ml had been delivered instead of an unspecified volume. There were no reported adverse patient effects to this patient. No medical intervention were required. No additional information was provided.

Manufacturer narrative:
The device has been received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.